Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. Device is used for treatment. This is a limited investigation; a review of the device history records, complaint history review, and risk assessment will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that this device was not cutting long enough to allow the skin to stretch properly. This did not occur during surgery and there was no harm, no delay. No additional skin grafts were needed. No adverse events have been reported as a result of this malfunction.